Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 483 mg/dl. The customer was assisted with rewinding and filling the pump. The customer tried to treat for high readings but it would only go up to 5 then stop filling. The customer was assisted with the basal changes. The customer was advised to speak with health care provider for changes and call back for help with settings.